Event description:
See also manufacturer report 3004209178201005066. It was reported the pt's wife was using hair clippers near the device and she inadvertently turned her husband's device off. The pt had return of symptoms. The device was successfully turned back on with a magnet. The pt was no longer having problems with the system. It was not clear which stimulator had been affected.

Manufacturer narrative:
(B)(4).